Event description:
It was reported that during the setup of the ventilator, the ventilator would not pass the leak test and the turbine would not run. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
Na